Manufacturer narrative:
(B)(4). An analysis of the data logs has been performed. This analysis concluded that the first laser registration could not be correctly computed due to coarse registration errors on the whole cloud of recorded points. This issue occurred because a step of the registration workflow was not executed properly: the adjustment of initial collected points. Indeed, each initial point modified in the image must also be re-collecting with the robot arm, as indicated in the user manual. Analysis of log file shows that this correct practice was not followed, therefore, the issue can be considered as a use error. And, that the second issue, a communication failure, was due to a controller error described as a udp socket timeout, this is a known anomaly that relates a delay in the execution of commands.

Event description:
Issue: software ¿ after completing first case attempted registration for the 2nd case. Went through registration process, and the registration wouldn't work. Tried to redefine points without success. Then after shutting down the robot, tried registration again and there was a communication failure while the robot was in its automatic movement. The system shut down, started up and began registration again without issues. Case was completed successfully. Case delay: 10-15 minutes.